Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the patient has vocal cord paralysis post vns implant. The physician was able to program the vns on to the lowest setting and the patient had no additional side effects; however, the physician noted he would take the titration phase slow due to the paralysis. It was also noted that the physician believes the paralysis was caused by manipulation of the nerve during the vns implant procedure.